Event description:
It has been reported to co that this device leaked during flushing. The leak reportedly occurred "between the connection from the hub and the sidearm. There was no pt involvement. The device is being returned for co's analysis.